Event description:
The following article was received based on a literature review: article: 5 year incidence of yag capsulotomy and pco after cataract surgery with single-piece monofocal intraocular lenses: a real-world evidence study of 20,763 eyes. An extension and post-hoc analysis of a retrospective, real-world evidence cohort study was done to evaluate the long-term incidences of nd:yag capsulotomy and posterior capsular opacity (pco) in patients following cataract surgery at 3 and 5 years, comparing results for single-piece acrylic iols. Data of eyes with a record of cataract surgery between january 1, 2010 and december 31, 2013 were collected from emrs from seven UK ophthalmology clinics. During the study period, 47754 eyes contributed to the 3-year follow-up analyses, and these eyes were implanted with the following iols: acrysof (12870), amo tecnis (15083), b&l akreos (9344), lenstec softec (6274), and reyner flex series (4183). 20763 eyes contributed to the5-year follow-up analyses, and these eyes were implanted with the following iols: acrysof (5342), amo tecnis (5609), b&l akreos (6847), and lenstec softec (2964). The 3-year incidence of pco in eyes that received amo tecnis was 7.0% (n=1060); 5.1% (n=770) underwent nd:yag capsulotomy. The 5-year incidence of pco in eyes that received amo tecnis was 9.9% (n=553); 8.5% (n=477) underwent nd:yag capsulotomy. A copy of the article is provided with this report.

Manufacturer narrative:
Age category: 71¿75 years; 76¿80 years; 81¿85 years; 86¿90 years; =90 years. Gender: female (number of eyes operated): 2. Unknown, the information was not provided. Per EU regulation 2016/679. (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date is not provided, article acceptance date is 09/03/2019. Catalog number: the complete catalog number is unknown, as product serial number was not provided. Serial number: unknown, the information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: the UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, the information was not provided. If explanted, give date: not applicable, as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as product serial number was not provided. Citation: ursell, p.g., dhariwal, m., o¿boyle, d., khan, j., venerus, a., 5 year incidence of yag capsulotomy and pco after cataract surgery with single-piece monofocal intraocular lenses: a real-world evidence study of 20,763 eyes. Eye 34, 960¿968 (2020). Https://doi.org/10.1038/s41433-019-0630-9. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.